Event description:
Medtronic received information regarding an adjustable valve. It was reported that on (B)(6) 2024, the patient underwent an intr aventricular peritoneal shunt adjustment. During the operation, the new cerebrospinal fluid shunt and accessories were unpacked and placed in accordance with standard procedures. After use, it was found that the cerebrospinal fluid could not be drained, affecting the progress of the operation. A new product was immediately unpacked to drain the patient, and the patient's vital signs were monitored more closely during the operation. After replacing the product with new one, the cerebrospinal fluid could be drained normally. Due to timely handling, the event did not affect the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.